Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 55840006545, 510k# k113174 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient was presented with pre-op diagnosis of compression fracture and pseudoarthrosis underwent the procedure for 1 above and 1 below fixation of t12 with levels t11-l1. Post-op, loosening of screw was reported. A revision surgery was performed on (B)(6) 2017 to extend fixation levels and for explantation of device. Patient issue has been resolved.